Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via evaluation of the returned mobile power unit (mpu). The returned unit was evaluated at service depot and a no external power alarm activated on the test controller when the returned mpu was being tested in a mock circulatory loop. Inspection revealed a slight kink and minor damage on the patient cable; however, no tears were noted on the patient cable superficial jacket. It was noted that the mpu warranty does not cover the damage observed on the patient cable. A purchase order was requested for the unit repairs; however, the customer did not respond. The mpu was then returned to the customer without any repairs and was labeled ¿not for human use¿. The root cause of the reported event could not be conclusively determined through this analysis; however, the damage observed on the patient cable could have contributed to the alarm activating. Incidental finding: minor kink in patient cable. The device history records were reviewed and the records revealed that the mobile power unit, was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 05apr2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", and heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) showed disconnected power while plugged in. Both connections were secure and the outlet had no issues, but there was still no power from the mpu. The mpu was removed from service and the patient was provided with a new mpu.